Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the circumstances that led to the sudden return of symptoms were unknown, and it ¿just happened¿. The patient reported that the issue resolved on its own in about 3-4 days. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a sudden return of their target symptoms on sunday (B)(6) 2018. The patient wondered if their internal battery could have run out. Troubleshooting found that stimulation was on, on program 4, at 0.9v. It was recommended that they follow up with their healthcare provider to resolve the return of symptoms. No further patient complications are anticipated or expected as a result of this event.